Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. The customer did not allege a deficiency. Reliability engineering evaluated the device and the device met specifications for all testing performed. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA requesting unspecified repairs. It was unk to the reporter whether or not the device was used in surgery or whether or not any injuries or medical intervention was reported. There was no additional information provided.